Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 2.6; lab: 4.2; mean: 3.40; confidence limits: 2.0-5.0. Date: (B)(6) 2009; inratio: 2.3; lab: 3.7; mean: 3.00; confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Add'l info from caller on (B)(6) 2009 with data on second pt. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 7-24-09; inratio: 4.1; lab: 7.3; mean: 5.70; confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l testing/investigation is required. Strips and meter were returned to biosite for testing. The meter passed the functional testing performed. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria; no further action is required. No strip deficiency was established. No corrective action is required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab on two different pts. Results as follows:" pt #1: date: (B)(6) 2009; inratio: 2.6; lab: 4.2. Date: (B)(6) 2009; inratio: 2.3; lab: 3.7. Pt #2: date: (B)(6) 2009; inratio: 4.1; lab: 7.3.